Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had high blood glucose of 400 mg/dl. Customer stated that prior to high blood glucose of 400 mg/dl, he was at 299 mg/dl level, after he treated with bolus and ate dinner, his blood glucose went up to 400 mg/dl. Customer replaced his infusion set and his blood glucose went down. Customer declined troubleshooting on high blood glucose and infusion set issue. Replacement infusion et will be sent. No product is expected to return.